Event description:
A battery issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced a seizure. Customer was unable to self-treat and was treated with glucose aid by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.